Event description:
It was reported to philips that the system did not startup. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the cmos battery. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system doesn¿t start. Review of system log file does not contain any host pc malfunction. Upon troubleshooting, fse found that the cmos battery was low. The philips engineer replaced battery. After replacement, the system was returned to use in good working order the codes were updated based on the investigation outcome. Evaluation method code was corrected.